Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had no image. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video image has noise due to damaged charged coupled device unit, universal cord has leaked, switch 1 has leaked, universal cord has cut, switch 1 keytop is cut, and rust found in control body scope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video image has noise due to damage to the ccd unit (component failure of ccd unit), universal cord has leaked due to universal cable was cut (component failure of universal cord), switch 1 has leaked due to switch1 keytop was cut (component failure of the main body), and found rust in control body scope due to component failure of the control body (main body), a mechanical component problem. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.